Event description:
IV tubing spontaneouslly snapped in two at the point where the white disc (an anti-reflux valve?) Meets a a clear disc below the drip chamber but above the clamp which fits in the alaris pump for no apparrent reason. The tubing in question contained a levophed (norepinephrine bitartrate) drip.